Event description:
It was reported that during equipment testing conducted at the manufacturer facility the trigger of the device depressed while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, the trigger depressed in safety, was duplicated. Upon disassembly, the trigger housing was found to be cracked at the main structure.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the trigger of the device depressed while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.